Event description:
It was reported that while using the surgical fiber during a prostate procedure, the device coupler overheated. The procedure was completed using a second fiber. No patient injury was reported. Gland volume: 38 ml. Joules used: 7,790.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits moderate char; the glass cap exhibits severe devitrification at the open end; the heat shrink tube is melted at the open end; the connector input face shows evidence of some brown substance (likely biologic) on the optical surface. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the cap failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.